Event description:
The customer reported to olympus that the electrosurgical unit output / input connection seems to be burned, however, the device is still working as normal. The issue was observed during preparation for use on a therapeutic (hystroscopy) procedure. The procedure was completed with a similar device and a 15-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer¿s specification and the results showed that there were burn traces on the front panel. However, the device did work correctly, and no damages were found inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported that during a hysteroscopy procedure, the output/input on the device seemed to be burned however was still working as normal but led to a 15-minute procedural delay. Another device was used to complete the procedure. The issue did not have any effects on the patient or other healthcare worker. Although a procedural delay was reported, the customer confirmed that there were no adverse effects to the patient and the procedure was completed. The procedural delay is not considered life-threatening, nor did it lead to a permanent impairment in the patient. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information has been requested regarding this event; however, it has not been received. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the output/input ports on the evis exera ii bronchovideoscope were burned. There were no reports of patient harm associated with this event.